Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image was not displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected (image noise) and cause traced to component failure (the image was not displayed). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had image noise during inspection for use. There were no reports of patient involvement.